Event description:
At the end of a turp procedure, dr withdrew resectoscope and noticed that the beak was broken on the 27040ao-z sheath. He checked bladder ahd viewed 2 foreign objects. Using a grasper, he went back into pt and retrieved both pieces. Turp procedure was completed before the pieces broke off, so procedure was completed with no adverse effect on pt. Pt condition post-op was good.